Event description:
The customer reported fluid leaked from the vent on the filter of an extension set. No pt harm or medical intervention required. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). Customer stated that no product would be returned. The customer's report of set leaked from filter vent could not be confirmed because the product was not returned for failure investigation. The root cause could not be identified.